Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: broken shell and underweight. A visual and microscopic analysis was performed which identified: striated broken on radius and missing shell. Based on the device analysis the final assessment is a striated broken on radius assessed as surgical damage consist in the use of some surgical tool, and a missing shell assessed as inconclusive.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.